Manufacturer narrative:
Abiomed's medical safety officer review: there is not enough evidence to exclude the impella cp device with its related event as an associated factor. The impella cp related event may have added to an already complex situation and is more of an impact to the demise outcome, which is captured under impella cp complaint (B)(4). The impella device was not returned, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular fibrillation was not determined.

Event description:
It was reported that a patient was implanted with an impella 5.5 and had ventricular tachycardia (vt) that required cardioverting. The patient expired days later. There is not enough evidence to exclude the impella cp device with its related event as an associated factor. The impella cp related event may have added to an already complex situation and is more of an impact to the demise outcome, which is captured under impella cp complaint (B)(4).